Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of specification, missing pixel segments. Also, the ring cover and two side bail covers were broken and the ring and one side bail were missing. It was further noted that the upper case was broken, the lower case was contaminated, one board connector cable was damaged, the battery contacts were compressed, the battery drawer was contaminated, and the battery release was contaminated. (B)(4).

Event description:
It was reported that the external pulse generator had segments missing on its lower display screen and that it was also missing its ring clip, ring clip cover, belt clip and belt clip cover. The generator was returned for service. No patient complications have been reported as a result of this event.